Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 115mg/dl. The customer stated that he is unable to describe any possible damage to the drive support cap because he was driving. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.